Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the medical records indicated revision in 2019. The caller did not know the reason for the revision. The caller later found a notes in the medical record regarding the 2019 procedure which said "battery change". The caller also noted that a nurse said something about a vns system being removed in 2019. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services specialist (tss) reviewed information about MRI.